Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381434 and lot number 4093235. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. A device history record review was completed by our quality engineer team for provided material number 381434 and lot number 4072329. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. A device history record review was completed by our quality engineer team for provided material number 381434 and lot number 4155273. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. An additional lot numbers were provided in this complaint for material number 381434. Lot # 4093235 mnf date 2024-04-03 exp date 2027-03-31 and lot # 4072329 mnf date 2024-03-20 exp date 2027-02-28.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: the ed staff in the last week have reported they have had issues with the 20g angiocaths retracting incorrectly. They have had times they manually pull the whole needle out of the angiocath and dispose of it because when they push the button it does not retract